Manufacturer narrative:
Concomitant devices: 4.3cm lg circ w/strap, product ID: 5950007, lot # huzx0202, exp. Date: 03-28-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, hernia recurrence, and pain. Post-operative patient treatment included additional surgeries, mesh removal, and revision surgery.